Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d10, g4, g7, h2, h3, h6, h8, h10. Current repair product evaluation product review of the skin graft mesher sn (B)(6) by dover on 26 march 2020 revealed the comb was damaged. The pre-test calibration and test cut could not be performed due to a damaged comb. Product repair repair of the device was performed by dover on 26 march 2020 which included replacement of the following: comb, springs the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There was no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the graft was stuck in the barrel and due to safety mechanism that locks it, it was needed to be pried open to obtain the graft. As the graft was being passed through the mesher, it somehow got embedded in the roller mechanism and was irretrievable. Event occurred during surgery. The faulty mesher had to be taken apart to try and salvage the skin graft and with success. An additional graft was not required. There was a delay of approximately 1/2 hour due to the dismantling/salvaging of skin graft embedded in mesher. No adverse event was reported as a result of this malfunction.